Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a pre-dilated calcified lesion in the tortuous mid lad. The stent dislodged and was located proximal to the balloon on the delivery system. A guideliner was used during procedure. The device was removed.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is displaced by about 25 mm in proximal direction. The stent is slightly deformed at its distal end, i.e. Several struts are flared. Stent imprints on the balloon surface indicate the stent was initially crimped in between the two radiopaque markers. The balloon has clearly been inflated and was returned in a deflated state. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the physicians description, the complaint event is most likely related to the patients anatomy (i.e. Severely calcified and tortuous target lesion).